Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
My mother may have drunk from the polident. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 83-year-old female patient who received denture cleanser (polident) tablet for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria haleon medically significant). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 13jun2023. It was reported that; "my mother may have drunk from the polident. She is 83. What can I do?"